Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/12/2016 that on (B)(6) 2016, there was a bluetooth pairing failure. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter had no voltage. The shared data log was reviewed and showed a bluetooth pairing failure on the date of issue. The reported event of bluetooth pairing failure was confirmed. A root cause could not be determined. Based on the findings of a bluetooth pairing failure this is now reportable.